Event description:
Hearing performance with the device was affected and in situ measurements showed affected channels. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Hearing performance with the device was affected and in situ measurements showed affected channels. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, during explantation surgery the implant housing was found to be dislocated from its intended position. Reportedly the recipient suffered from an infection and swelling in 2020, which was not described in detail. The infection might has contributed to the observed migration of the device. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device is affected and in situ measurements show affected channels. The user will be seen next for a follow-up in two weeks' time (february 2023). Further medical intervention is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. In addition, during explantation surgery the implant housing was found to be dislocated from its intended position. The concerned device was explanted but has not been received for investigation yet.

Event description:
Hearing performance with the device was affected and in situ measurements showed affected channels. The recipient has been re-implanted.